Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, fold creases, brown particles and a curved opening on the radius side. A leak test and microscopic analysis were performed which identified: >1 mm void in non-textured, valve-to shell-bond area and a smooth crease opening on the radius. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the radius due to a fold flaw opening.

Event description:
Device was explanted.